Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. The brand name should read as s4s/sur-fit natura 2pc-2pc durahesive (dh) moldable wafer.

Event description:
Report received indicated the end user had developed a pimple under the mass about 6 months prior to receipt of complaint. They are using ostomy powder and blotting with barrier wipes. It was noted that the area is a small open area with a small amount of oozing blood; with red; painful; tender and indurated area surrounding. The patients subsequent outcome was not reported.